Manufacturer narrative:
Eval summary: the product was not returned for analysis, results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 09/17/2012 and 09/24/2012 by fax, mail, and phone. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt had an unexpected hyperopic outcome. Additional info has been requested.